Manufacturer narrative:
D4: lot number, expiration date, UDI number, d5. Operator of device and h4: device manufacture date is unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that during a pre-use check there was a hole in the cushion part and air escaped. There was no patient harm/adverse event reported.

Manufacturer narrative:
Device evaluated by manufacturer and h6. Evaluation codes: updated. One (1) product was received in good condition. Per visual inspection, a tear was observed. No other anomaly was observed. The complaint was confirmed. The root cause was a supplied item fault. The device history record (DHR) is at the supplier and not readily available for review. The product is a supplied item, and a detailed investigation request has been made to the supplier.